Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. Hardware low level failures alarm confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump stopped beeping. Customer performed self-test and received pump error. Blood glucose level at the time of the incident was not provided. Customer was able to clear the alarm and was able to complete the rewind process. The insulin pump was returned for analysis.